Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device volume was set to "off". Device data confirmed hyperglycemia beginning on 2024-05-11 and not resolving until 2024-05-13. The high event appears to have occurred following a supply change. The ilet was dosing insulin in response to the cgm glucose values throughout this period except for when an occlusion alert was active and two occasions when the insulin cartridge was empty. The ilet triggered occlusion alerts several times in the afternoon of 2024-05-11, but the infusion set was not replaced in response to these alarms. The user was using a convatec inset (23", 6mm) teflon cannula infusion set. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by delivering insulin in response to elevated cgm glucose values and triggering device and glucose related alerts throughout the event. The hyperglycemic event was likely caused by a failed infusion set. A failure to respond to occlusion alarms in accordance with device training and the user guide by not replacing the infusion set as well as having the device volume set to "off" contributed to the severity of the event.

Event description:
On 5/13/24 a beta bionics territory business manager (tbm) reported an ilet user was hospitalized for diabetic ketoacidosis (dka). The event occurred on 5/12/24. On 5/15/24 a beta bionics customer care agent followed-up with the about the event. The user experienced dka and was admitted to the pediatric ICU, receiving an insulin drip. They were admitted to the hospital on sunday (B)(6) 2024 and discharged the following day, 5/13/24. The user's bg levels reached a high of 510 mg/dl, and ketone testing revealed large ketones, for which the user followed their ketone action plan. The user was disconnected from the ilet during the hospital stay. It was reported that the user's condition had improved, although their bg levels remained high at home. The user had been receiving alerts prior to the ICU admission, with no visible issues found with the pump, infusion set, or insulin. The user did not eat saturday (5/11/24) night prior to the dka episode and had changed supplies the previous saturday morning. The user is now back on the ilet.